Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit's cord sparked and tried to catch on fire while powered on. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the power cord was damaged from the spark and they found the power inlet module was running hot and had bubbled. Tech replaced the power cord and inlet module, tested the unit, and returned it to service. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.